Event description:
It was reported that the lateral prongs of two cascadia lordotic oblique inserters and the threading of an aleutian inserter inner shaft fractured during cage insertion. The surgeon then switched from an oblique tlif cage to a plif cage and the procedure was completed successfully with a twenty minute surgical delay and no adverse consequence to the patient. This report captures the aleutian inserter inner shaft.

Manufacturer narrative:
Additional data: d9, h3 h6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.